Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) friend/family member regarding an implantable neurostimulator (ins). The reason for call was caller reported significant difficulty charging the pt implant (ins) due to inability to consistently locate an effective charging position. Pt reported that good or excellent recharge quality was briefly achieved but lost without movement. Pt reported attempts to charge while seated upright, in a recliner, and in bed, with and without the belt, with no improvement. Pt stated that the small belt was still too large. Pt reported that the issue had been present since initial use of the device and had been reported to the rep, with two prior in-person visits focused on charging technique. Pt reported that the ins is located below the belt line on the right waist and stated that the wireless recharger does not rest flush against the skin due to implant location and recharger size, requiring multiple daily charging attempts. During the call, both pt and caller demonstrated appropriate knowledge of wireless recharger use and the recharger application. Agent redirected pt to hcp to discuss additional options due to ongoing difficulty and dissatisfaction with the experience. Issue was not resolved.